Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not appearing on the profile. A technical support specialist (tss) stated that one medication had an incorrect item identification number, while the other medication order had not been received. Then both medications could be dispensed by using the add item button. The system functioned after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported that unable to see two medicines on the patient profile. One medicine was on the profile, but the profile item ID does not match the ID stocked on the cabinet. The other medicine was not received through integrations. There were no adverse events or injuries reported based on this event.